Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid to proximal right coronary artery (rca), that had previously implanted stents. A 2.75x20mm synergy drug-eluting stent was advanced to treat the lesion. However, physician felt that the stent may have ran into the previously implanted stents and caused buckling to the distal end of stent. The second stent was a 2.75x24 promus premier. A guide extension catheter was used and again the distal end of the stent was damaged when entering the vessel and would not cross. The yhysician then used another promus stent and was able to deliver without difficulty. No harm occurred to the patient. A synergy ii us mr stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid to proximal right coronary artery (rca), that had previously implanted stents. A 2.75x20mm synergy drug-eluting stent was advanced to treat the lesion. However, physician felt that the stent may have ran into the previously implanted stents and caused buckling to the distal end of stent. The second stent was a 2.75x24 promus premier. A guide extension catheter was used and again the distal end of the stent was damaged when entering the vessel and would not cross. The physician then used another promus stent and was able to deliver without difficulty. No harm occurred to the patient.